Manufacturer narrative:
Based on additional information received, the previously reported patient code (B)(4) was deleted from the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went to the emergency room (ER) on (B)(6) and was diagnosed with a uti. They were hospitalized for a week, from (B)(6) to (B)(6). It was noted that they had been retaining urine all week. On saturday before christmas, prior to discharge, they had to empty their bladder and had their bladder scanned. The patient still had 650 cc of urine in their bladder and did not feel they had to go. A foley catheter was inserted and the patient was sent home. Today, the patient saw their urologist and they were told to leave catheter in there and they would deal with it after the new year. The healthcare professional (hcp) stated that if the catheter was taken out, chances were that the patient were going to retain urine and would be back in the hospital. The family member spoke to the patient¿s urogynecologist who recommended that they contact the manufacturer to modify the settings (they did not mention which settings to go to). The programmer showed the ins was on. The family member stated that they patient usually goes up to 4.2 volts. They also reported that the patient had changed the program one time. The family member was going to follow up with the hcp. Additional information received from the patient¿s husband on jan. 2, 2019 reported that the patient was still in the hospital having urinary retention issues. A foley catheter was still in the patient to help them void. The family member requested assistance to adjust the ins if the catheter was taken out. The patient¿s caregiver was also given general programming direction and it was suggested to work closely with the hcp for guidance for the situation. Follow up information was received from the healthcare professional (hcp) on (B)(6) 2019 reported that the cause of the patient¿s uti was their urinary retention. The hcp stated the uti was related to the patient¿s underlying urinary dysfunction and it was unknown if it was related to the implanted device/therapy. As an action to resolve the uti issue, the patient was treated with antibiotics. There were no further complications reported or anticipated.